Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump.